Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the error 5 message. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation since the mss was unable to contact the patient by phone. The patient provided information that he takes insulin and self adjusts the dose. The patient told the csr, the product issue first started three days later at 2:00 pm. Information was not provided as to whether the patient was able to test his blood glucose level after the product issue started. He claimed to have symptoms including no energy, frequent urination and being dehydrated right away after the product issue started. He said, he took less food and drink before going to the ER the previous month. He said a result of 910 mg/dl was obtained on the ER device and he was treated with an insulin [IV] drip the same day at 3:00 pm. The csr documented that the patient followed incorrect testing technique by applying the blood sample to the confirmation window. The csr walked the patient through retesting but the issue was not resolved. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter displayed the error 5 message. He claims that afterward he experienced symptoms that suggested hyperglycemia, a result of 910 mg/dl was obtained in the ER, and he was treated with an insulin drip.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.